Event description:
The user facility reported a console was being used for training when there was a system self check failure observed. A "change console immediately" alarm was triggered when the console was turned on. There was no patient involvement as this occurred during an in-service.

Manufacturer narrative:
The console was received from the customer and an investigation regarding the returned device has been completed. Console logs were consistent with what was reported in the complaint. Powermod_1 communication issues were observed in the logs. Console was tested and the reported system self-check failure was able to be reproduced while testing on an engineering lab bench. Upon bootup, the console rebooted automatically and showed the "system self check failure" screen. Visual inspection of the consoles internal components confirmed that there was power battery manager (pbm) contamination which has impacted a neighboring rs232 communication channel. The root cause of the ¿system self check failure¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps.